Manufacturer narrative:
Philips service replaced pdu dc module, pdu fantray, and dcps, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a 24v dc module failure caused inability to emit radiation on an azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.